Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed an open trace in the power circuit.

Event description:
Evaluation revealed an open trace in the power circuit.